Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified chipped glass and ink stains. However, this observed damage does not correlate with the reported clinical observations and are an incidental finding. Laboratory analysis confirmed this programmer demonstrated behavior where the programmer screen becomes unresponsive to touch inputs. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Additionally, during analysis, a software issue was detected. Similar product behavior has been seen previously and analysis of those occurrences determined this software issue may result when the model 3300 programmer is attempting to perform an action against a specific feature in the programmer's control center (e.g., multiple application utility or mau) that is no longer available as it was already terminated. This can happen when the programmer is shut down or when "quick starting" another pulse generator (pg) application. This unanticipated event sequence results in the display of an error code and requires restarting the programmer to clear the error.

Event description:
It was reported that the screen of this latitude programmer was unresponsive during system booting. After restarting the programmer, the screen continued to be unresponsive. The non-boston scientific field personnel confirmed there was no patient involvement. Additional information: this programmer was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that the screen of this latitude programmer was unresponsive during system booting. After restarting the programmer, the screen continued to be unresponsive. The non-boston scientific field personnel confirmed there was no patient involvement. Additional information: this programmer was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified chipped glass and ink stains. However, this observed damage does not correlate with the reported clinical observations and are an incidental finding. The programmer was powered on, and it was confirmed the touchscreen was intermittently unresponsive due to not detecting touch inputs. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Additionally, during analysis, a software issue was detected. Similar product behavior has been seen previously and analysis of those occurrences determined this software issue may result when the model 3300 programmer is attempting to perform an action against a specific feature in the programmer's control center (e.g., multiple application utility or mau) that is no longer available as it was already terminated. This can happen when the programmer is shut down or when "quick starting" another pulse generator (pg) application. This unanticipated event sequence results in the display of an error code and requires restarting the programmer to clear the error.

Manufacturer narrative:
Although the device has not yet been returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Event description:
It was reported that the screen of this latitude programmer was unresponsive during system booting. After restarting the programmer, the screen continued to be unresponsive. The non-boston scientific field personnel confirmed there was no patient involvement. To date, this device has not been returned to boston scientific. Should the device be returned in the future, laboratory analysis will be performed, and an updated report will be issued.